Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure, date unknown. According to the complainant, post procedure on (B)(6) 2010, nutritional supplement and medical agent was observed to be leaking from the shaft of the device. A "skin irritation" was observed however, no additional treatment to the area was required. The device was replaced with a new button replacement gastrostomy device. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) relates to (B)(4) for the reported event of button shaft leaked. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.